Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative regarding a patient receiving intrathecal hydromorphone 20 mg/ml at 1 mg/day via an implantable pump for non-malignant pain. It was reported that catheter event occurred. It was unknown if the catheter event had been confirmed. A catheter revision occurred. There were no symptoms reported. The event date was unknown. There were no further complications reported.

Manufacturer narrative:
Updated (serious injury no longer applies). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) and a manufacturing representative. It was reported that the case was cancelled. They were waiting for the patient¿s follow up appointment to further troubleshoot. The surgical follow-up appointment was scheduled for ¿last friday¿ (from (B)(6) 2017). The manufacturing representative went out to the clinic, but they had canceled that appointment since he did not have surgery. The manufacturing representative requested that [the device manufacturer] be notified of his next appointment, which had not occurred yet. It was noted that the noted that the patient had been a ¿no show¿ for several appointments and had been accused of sneaking medication, and the patient came in for a pre-op visit on (B)(6) 2017. It was also noted that the patient had a pump and catheter implanted in (B)(6) 2016 as part of a normal pump replacement due to battery depletion.